Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the seriously calcified superficial femoral artery. A 6.0x120x90 sterling balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon burst before it could be inflated to 5 bar and below the nominal pressure. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter information: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the seriously calcified superficial femoral artery. A 6.0x120x90 sterling balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon burst before it could be inflated to 5 bar and below the nominal pressure. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6). Initial reporter phone: (B)(6).